Manufacturer narrative:
The company representative examined the system, checked vacuum and aspiration rates, checked fluidics operation, and cleaned receiver mechanism sensors. The system was then tested and met all product specifications. A review of complaints for (B)(4) did not indicate any additional similar reports for this system. The root cause is unknown. (B)(4).

Event description:
A nurse reported experiencing poor aspiration during a phacoemulsification procedure. The handpiece was switched out but without success. The surgeon completed the case with the same system and handpiece and the surgery was prolonged about 10 minutes. Once the procedure was completed, the console was exchanged to perform the remainder of the surgical procedures. There was no patient harm reported.